Event description:
It was reported that a user experienced recurrent device alerts, specifically alert 65 indicating an audio over/under current fault and a new alert 41 indicating an insulin absolute range error, after multiple restarts did not resolve the issue. Symptoms included no reported adverse clinical effects. Outcomes included no change in therapy beyond replacement logistics. Investigation included remote troubleshooting and arrangement for replacement with instructions on return and device relearning. Investigation of this case revealed persistent malfunction consistent with an internal audio driver current error and an insulin delivery range fault, with the affected device identified by serial number (B)(6). It was concluded, based on previously established findings for similar reports, that the cause was device malfunction with an undetermined internal component fault. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.